Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - litigation alleged the patient suffered debilitating pain and discomfort in hips and legs and an inability to perform activities of daily living as a result of the implanted asr hip. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of the state of (B)(6). Update: (B)(6) 2012 ¿ patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update received: (B)(6) 2014 der received. Hospital, surgeon, additional unknown sleeve. Additional reason for revision. Patient was revised to address pain and elevated metal ion levels.

Event description:
Litigation alleged the patient suffered debilitating pain and discomfort in hips and legs and an inability to perform activities of daily living as a result of the implanted asr hip.

Event description:
(B)(6) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2014 - medical records received. Upon revision, metallosis, pseudotumor, and trochanteric bursitis were noted. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.